Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular lead could not get the stylet down the lead. The physician elected to no longer use and replace the lead. The patient was in stable condition throughout the procedure.